Manufacturer narrative:
It was reported that the statspin express 4 centrifuge power cable to the main board was charred. No injuries, visible flames, smoke, burning smell was reported. Fire department was not called.

Event description:
Customer reported power cable melted.